Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2019-18037. It was reported that the patient presented in clinic for a premature ventricular contraction ablation procedure. Upon interrogation, r-wave amplitude variation and high capture threshold were noted on the right ventricular lead. Review of fluoroscopy showed that both the right ventricular and atrial leads were pulled back. Repositioning was attempted, but unsuccessful since the helices were unable to be retracted. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Device sensing was incorrectly included on this product.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.3 cm. The cause of the reported event of helix would not retract was isolated to the helix being clogged with blood. The damage found was sustained during the surgical procedure. The lead was otherwise normal.